Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had reached end of service. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. No complications were noted during the procedure. It is undetermined if the device prematurely reached end of service.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR). As analysis confirmed, normal device longevity.